Event description:
The customer reported the left monitor was flickering and then went gray. This rendered the system unusable due to the loss of the live image. There is no report injury associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps3 power supply voltage was adjusted. The system was then found to be operating as intended.